Manufacturer narrative:
E1: phone (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test, 8.9%. There was unknown patient involvement.

Manufacturer narrative:
H2) correction: a1-a2 and a4-a6 corrected. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to over deliver when the accuracy functional testing was performed. The cause of the customer reported problem was the expulsor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the expulsor, and the pump passed all functional tests and performed as intended after repair.